Manufacturer narrative:
A field service engineer (fse) was dispatched and inspected the instrument and no leaking was observed. The hydro connections were checked and no problems noted by fse. No repairs were made to the instrument; the fse unable to reproduce the issue. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak underneath the hydropneumatic assembly in the unicel dxc 600 pro synchron chemistry analyzer. The customer was unable to identify the source of the leak. The customer indicated that the water inlet valve was closed and the hydro was placed in maintenance mode. No injury or operator exposure was reported in this event.